Event description:
It was reported that the insulin pump displayed an unexpected fill estimate, showing a value higher than anticipated by the caller. There was no adverse impact to the customer's blood glucose level. The customer was initially educated about the accuracy of the displayed values but called back when the issue persisted. It was confirmed that the discrepancy exceeded 30 units, and the customer had not removed air from the cartridge. The customer declined suggestions to deliver a bolus or load a new cartridge. Technical support explained that the static display could occur due to pressure variances, and the customer understood and acknowledged the guidance provided.